Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Initial reporter. Phone number (B)(6).

Event description:
During procedure, the loop of the snare untied upon retrieving after capturing a catheter. Another device was used to continue the procedure. Evaluation of the returned device on (B)(6) 2015 found the microsnare was received with the loop broken and the radiopaque coil uncoiled.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.